Event description:
Patient was getting a posterior spinal fusion for idiopathic scoliosis and experience anaphylaxis within 15 minutes of using the product. Additional information received: the patient has been tested and does have ige antibodies to bovine gelatin, which they did not know preoperatively. The procedure was aborted and the anaphylaxis was successfully managed with epinephrine. The patient is currently back in the or undergoing the originally scheduled procedure and dr. Stated that although the gelatin component of floseal was the direct cause of the reaction, there is nothing wrong with floseal. The problem was that neither the patient nor they were aware of the sensitivity. No lot number is available.

Manufacturer narrative:
Baxter medical assessment: the lab confirmed allergic reaction to bovine gelatin contained in floseal, and the occurrence of the event with a latency of maximum 15 minutes confirms floseal as the cause of the adverse event. The occurrence of this type of reaction is expected and adequately labeled in the product instructions for use. No further investigations or retraining are required. This will be kept on file for trending purposes.